Manufacturer narrative:
MFR's report date: (B)(4) 2011. (B)(4). The customer's report of leak in tubing could not be confirmed. The device was reported to have been discarded by the customer.

Event description:
Customer contacted carefusion to report: chemo (ifosfamide) spill as a result of a leak in alaris infusion set. Customer also reported that upon examination of set, there was a small leak in the soft tubing that goes inside the pump module several millimeters below the hard plastic blue top connector. Pt's skin was exposed to chemotherapy and needed to be cleaned. The bag hung 14 hours before the leak occurred and was intended to last 24 hours. No pt or user harm reported. No report of medical intervention required.